Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had freezing issue. A technical support specialist (tss) confirmed that the customer had replaced the hard drive. The tss observed that following the hardware replacement, the system entered into retry mode. The tss resolved the retry mode by referring to and applying the instructions provided as per the "how to check for and repair windows file corruption" knowledge article. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the system had freezing issue and after reboot, the system takes over 20 minutes for the launched the application. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.